Event description:
It was reported that upon interrogation the pulse generator exhibited premature elective replacement indicator. The patient would be scheduled for a follow up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.